Manufacturer narrative:
Intuitive followed up and obtained additional information. When the colleagues at the table wanted to clean the monopolar curved scissors (mcs) instrument, it could not be opened with the release knob. It could only be opened after the charring had been cleaned off the mcs. However, the instrument was still easy to install and remove.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted myomectomy surgical procedure, 4 monopolar curved scissors (mcs) tip got strongly glued by the tissue (within a few minutes/ seconds), that the mcs could neither be opened by the surgeon nor by the assistant at the table (by the manual release dial). The procedure was completed with no reported injury.